Manufacturer narrative:
The prowler plus microcatheter was not received for analysis and the lot number is not known; therefore, a DHR cannot be completed. Although the microcatheter is not available for analysis, because there was no report of any difficulty with the microcatheter and guidewire, it appears that the procedural factor of incomplete seating of the enterprise introducer caused the stent to deploy in the microcatheter hub. There is no indication that it was related to either device design or manufacturing process.

Event description:
It was reported that the physician failed in handling the enterprise and it deployed in the hub of the prowler plus 150/50/20cm microcatheter. With follow-up investigation, it was reported that the tuohy was closed to secure the introducer and prevent movement during insertion of the enterprise; however, the enterprise introducer was not seated correctly in the microcatheter hub. There were no damages to the enterprise introducer. It could not be confirmed whether there was any damages noted on the microcatheter hub. After the reported event, both the enterprise and microcatheter were removed as a unit. Another 22mm enterprise vrd was used to complete the procedure. The devices were prepped per instructions for use and a continuous flush was maintained through the microcatheter.